Event description:
Solicitor reports a patient with rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "silicone containing lymph nodes in the internal mammary chain."

Event description:
Patient representative further reported patient experiencing ¿silicone-containing lymph nodes in the internal mammary chain.¿ the following reported events have been deemed not related to the device: "right breast abscess," "peri-catrizial breast pain," and "permanent physical and mental impairment."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Solicitor reports a patient with rupture. The device has been explanted. This relates to the right side.